Manufacturer narrative:
Date rec'd by MFR: 29apr2019. Information was received that the hospital just wanted to phone to consult, not meant to request service. The hospital declined further service of the device. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 24jan2019. (B)(4). Reporter phone number unknown.a follow-up report will be submitted once the investigation is completed.

Event description:
The customer reported that the volume sensor was broken. There was no patient involvement. The event date was not specified; estimate used.